Event description:
It was originally reported that the tip of two surefire scorpion needles broke while attempting to pass suture into the supraspinatus of the shoulder. X-ray showed both tips stuck in soft tissue. Attempted to retrieve under x-ray but was unsuccessful. The pieces remained in patient's shoulder. The case was a left rotator cuff repair. Follow-up investigation: the surgeon informed the patient of the broken tips remaining in his shoulder after an un-successful attempt to retrieve them. There have been no further issues related to this incident.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.